Manufacturer narrative:
The endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent which is marketed in the us. Product analysis summary: stent was positioned between the marker bands as per specifications. Deformation was evident to the 8th distal stent segments with struts raised. Deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guide wire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor resolute rx coronary drug eluting stent was been used to treat a lesion in the left anterior descending (lad) artery. The proximal part of lad was severely distorted and severely calcified, with 85% stenosis. The lesion was pre dilated. The device was inspected with no issues noted. Negative prep was not performed. Resistance was noted advancing the device however excessive force was not used. It was reported that the stent could not cross the lesion due to anatomical reasons, not for product quality reasons. No patient injury reported. Device analysis has shown stent deformation and tip deformation.